Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent endovascular treatment for transcatheter aortic valve replacement (tavi) using gore® dryseal flex introducer sheath. After advancing the 14fr sheath from the left subclavian artery to the ascending aorta, a contrast imaging revealed contrast medium leaking approximately 5cm from the device¿s tip. A tear was observed about 5cm from the sheath tip after removing it from the patient. The procedure was continued using an alternative sheath. The device was sent back to us gore for further investigation.

Manufacturer narrative:
Emdr section h6, codes c19, d15 updated to reflect results of investigation. Product evaluation: upon initial inspection it was observed that the sheath component of the gore® dryseal flex introducer sheath was damaged. This damage was a partial radial tear, approximately 6.7cm from the leading end of the sheath. No additional damage was observed throughout the sheaththe findings from this evaluation are consistent with the event description. The root cause of the described tear in the sheath component of the gore® dryseal flex introducer sheath could not be determined with the available information.